Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump powered off without user input. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Additional information: the device was received and evaluation was completed. Device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and did not note any events that indicated and/or contributed to the symptom "keeps shutting off." A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported symptom "keeps shutting off" was not verified. Should additional relevant information become available, a supplemental report will be submitted.